Event description:
It was reported that during a pci treatment procedure, the quantum maverick monorail 15/3.0 mm balloon ruptured at 18 atms on the second inflation. (The pressure reached on the initial inflation ws 12 atms. The patient was asymptomatic during this event. The lesion being treated was calcified, 90% stenotic lesion in an unspecified coronary artery. It is noted that resistance was met with insertion of the balloon catheter. The quantum maverick monorail balloon was removed to successfully complete the procedure. No patient injuries or complication were reported. Patient status is reported as "good".